Event description:
Falsely elevated troponin I results of 0.96, 0.65 and 0.75 ng./ml were obtained on three patients within 24 hours in the same instrument. The results were reported and the physician questioned the results. The same samples were tested on the same instrument and the results of 0.10, <0.04 and < 0.04 ng/ml respectively were obtained. Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the reported falsely elevated troponin I result. Analysis of the instrument by a dade behring field service representative indicated that the most likely cause for the falsely elevated troponin I result was inadequate r2 ultrasonic mixing.